Manufacturer narrative:
E1 - initial reporter facility name: (B)(6). E1 - initial reporter address 1: (B)(6).

Event description:
It was reported that the burr became stuck with the rotawire. The 97% target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A rotablator and rotawire were selected for use. During the procedure, the guidewire and the burr were twisted together. The procedure was completed with another of the same device. No patient injury was reported, and patient is stable after the procedure.

Manufacturer narrative:
E1 - initial reporter facility name: (B)(6). E1 - initial reporter address 1: (B)(6). Device evaluated by MFR: the complaint device was received for product analysis. A visual inspection revealed proximal section was kinked. Microscopic inspection of the spring tip was observed bent and stretched. No other issues were identified during the product analysis.

Event description:
It was reported that the burr became stuck with the rotawire. The 97% target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A rotablator and rotawire were selected for use. During the procedure, the guidewire and the burr were twisted together. The procedure was completed with another of the same device. No patient injury was reported, and patient is stable after the procedure.